Event description:
It was reported that the medfusion pump, which was being used for feeding a patient with hypoplastic l heart condition, was under delivering. Two pumps were set up by the healthcare provider, each syringe, contained 42.5 ccs of the feed that was to be delivered over 30 minutes. With two pumps, the patient should have received 85 ccs after the 30-minute period. The nurse noticed that 5 ccs was left in each syringe after the 30 minutes. The provider re-ran the pump until the remaining 10 ccs were delivered to the patient. The patient did not experience any adverse health effects as result of the product malfunction.